Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not provide information about symptoms and treatment. The customer also reported that the insulin pump was damage at the bottom. Customer noted burnt spot on the battery bottom; there was also a crack on the ring of the reservoir. The customer declined troubleshooting for high blood glucose value. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.